Event description:
Initial (27-mar-2024): this serious case reported via email refers to a male consumer whose age, medical history, concomitant medications, and allergies were not reported. On an unreported date a consumer used compound w nitrofreeze to treat a plantar wart. During initial activation, while turning the pen, the product made a popping sound and the plastic end cap instantly froze and cracked open. No injuries or property damaged occurred. Consumer was advised to return the product for quality review. This case outcome is not recovered/ not resolved. Meddra version 26.1. Expectedness: device expulsion: unexpected. According to the company reference safety information. Follow up (31-jul-2024): the investigation is complete by cmo and as a result, imdrf codes have been updated in the case. There have been no other updates or changes made.

Event description:
Initial (27-mar-2024): this serious case reported via email refers to a male consumer whose age, medical history, concomitant medications, and allergies were not reported. On an unreported date a consumer used compound w nitrofreeze to treat a plantar wart. During initial activation, while turning the pen, the product made a popping sound and the plastic end cap instantly froze and cracked open. No injuries or property damaged occurred. Consumer was advised to return the product for quality review. This case outcome is not recovered/ not resolved. Meddra version 26.1 expectedness: device expulsion: unexpected according to the company reference safety information.